Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing extension set was difficult to disconnect due to being tight and broke off in the port. Although requested, additional information was not provided.

Event description:
It was reported from the operating room(or) that the new pressure rated extension sets are difficult to disconnect. Once the patient arrives to the or, a new intravenous(IV) site is placed and the extension set is attached directly to the IV site. One of the anesthesia team then connects a blood tubing set directly to the extension set. Most providers remove the 1-link needle free IV connector as it slows down the rate. Afterwards, once the patient is transferred to the post anesthesia care unit(pacu), the blood tubing is discontinued. At removal of the blood tubing set attached to the extension set, the sets becomes "stuck", difficult to disconnect and break. It is further stated that the nurses have resulted in using hemostats in an effort to disconnect the blood tubing set. Although requested, additional information was not provided.